Event description:
It was reported thatthe tip of instrument was inoperable during use. Post op it was found that the pin on the tip of the instrument was missing. There is a possibility that the pin left in body of the patient.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.